Manufacturer narrative:
Literature citation:gerard wen wei ee et al."comparison of clinical outcomes and radiographic measurements in four different treatment modalities for osteoporotic compression fractures: retrospective analysis". (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in retrospective analysis of prospectively collected data to compare clinical outcomes of conservative treatment with vertebroplasty, balloon kyphoplasty and the sky bone expander that a total of 62 patients (10 male, 52 female mean age 76 ± 7) were treated conservatively, 148 (24 male, 124 female mean age 77 ± 8) with vp, 97 (10 male, 87 female mean age 75 ± 11) with bk and 56(12 male, 44female mean age 75 ± 9) with sk. Oswestry disability index (odi) and short form-36 scores (sf-36) scores were also recorded at the one month and subsequently at six months and 24 months post procedure. It was reported that a one patient developed pulmonary embolism.